Manufacturer narrative:
(B)(6). Two (2) actual devices were received for evaluation. Visual inspection on the returned samples revealed fluid inside the bag that contained the samples. The cause of the fluid inside the bag was due to an untightened blue winged luer cap for each sample. Functional testing was performed by filling the devices with green colored water. After fill, the blue winged luer cap was hand tightened for each device. The samples were being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates were leaking from an unspecified location. The units were pre-filled and contained 0.9% sodium chloride. The problem was noted prior to therapy use. There was no patient involvement. No additional information is available.